Manufacturer narrative:
The investigation determined that higher than expected vitros glucose (glu) results were obtained from vitros performance verifiers and a single patient sample on a vitros 5600 integrated system. The most likely cause of the higher than expected results is analyzer related. An ortho fe arrived on site and found a piece of tape was covering the hole in one of the microslide incubator slots. The fe removed the tape and cleaned the microslide incubator. Qc results returned to expectation following these service actions, and the customer had no further issues with patient results. Although inaccuracy and imprecision was observed for vitros glu lot 0007-0978-7011 historical qc, a performance issue with this lot is not a likely contributor to the event as the performance of this lot was acceptable following service actions.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros glucose (glu) results obtained from vitros performance verifiers (pv) and a patient sample processed using vitros chemistry products glu slides on a vitros 5600 integrated system. Patient sample result of 300 mg/dl vs the expected result of 90 mg/dl. Vitros pvi p7690 result of 244.34 mg/dl vs the expected result of 92.73 mg/dl. Vitros pvii j6978 results of 516.26 and 576.63 mg/dl vs the expected result of 290.64 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected patient result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).